Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the lower display of the external pulse generator was not illuminating. The battery was replaced and the external pulse generator started operating as designed, however, it was noted that the battery that was being used at the time of the event was also new, per the caller. The external pulse generator will not be returned at this time. No patient complications have been reported as a result of this event.